Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: evolut pro-29-us valve implanted on: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller ac adapter does not provide power. The ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
As received, (B)(4) passed external visual inspection and functional testing. No failure was detected. If information is provided in the future, a supplemental report will be issued.